Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that an aspiration issue occurred. An avx thrombectomy set was selected to access a thrombosed fistula. The physician passed the catheter distal to proximal, 1mm-2mm per second in the fully thrombosed vein. After 300 seconds, the vein had not been affected, with nil thrombus removed angiographically; however the vein was still fully occluded. The catheter was bench tested in a small tub of saline/iodine, the catheter seemed to not be aspirating correctly and should be isovolumetric. It seemed the catheter was adding fluid. After 300 seconds, there was a small collection of about 150-200ml of waste blood. The product was discarded. The procedure was abandoned and the surgeon had to restore the fistula flow with open cutdown and surgery.